Event description:
Sunmark truetrack test strips say on the box "compare to one touch ultra", but the strips will not work in a one touch ultra machine. Reporter feels this is misleading to customers and mislabeling. Reporter contacted co at their home diagnostics marketing center and they do not see this as a problem.